Event description:
It was reported via repair work orders that the power cord sheathing was torn exposing the ground wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.